Event description:
Pulsavac plus wound debridement system ref: 00515048200; lot: 73184807; exp date: 10/15/2026. Prior to patient being brought into the or (operating room), team recognized that the pulsavac's battery cartridge was malformed (sterile supply, one time use). Upon opening the cartridge, the team discovered the batteries had exploded/melted. This device was removed and another device was utilized. No harm to patient or team.